Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the anatomy. The first clip was placed on the medial side of a2p2. Although grasping was difficult the clip was deployed. The second clip delivery system (cds) was advanced to the lateral side and once again grasping was difficult. Post deployment the clip detached from the anterior leaflet (single leaflet device attachment (slda)). A third clip was advanced and again grasping was difficult. The clip was implanted to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue at this time. All available information was investigated and a definitive cause for reported slda in this incident could not be determined. The additional therapy / non-surgical treatment was a result of the case specific circumstances as an additional clip was deployed for stabilization and reduction of mitral regurgitation (mr). Based on the information reviewed, the grasping issues and poor image resolution appears to be related to patient pathology/morphology. There is no indication of a product issue with respect to manufacture, design or labeling.